Manufacturer narrative:
A ventilator was previously reported returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor failure was due to contamination.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device¿s tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced as a precaution due to minor contamination, which was not related to the malfunction/issue.